Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone17.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen between 24 and 36 hours when medical attention was sought on (B)(6) 2025. Blood glucose levels increased to around 300 mg/dl despite fasting. The patient was admitted for nine days and underwent aneurysm repair surgery. Treatment included manual insulin administration via injection. The pod was later removed by a medical professional due to bleeding at the insertion site and cessation of insulin delivery. The patient was discharged from the hospital on (B)(6), 2025.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.